Manufacturer narrative:
The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead system exhibited high threshold (4v @ 1ms) measurements and out of range pace impedance measurements resulting in greater than 2000 ohms. A revision procedure was attempted, however, the patient's venous anatomy was observed to be occluded. The physician elected to leave the lead implanted and reprogrammed the device to a higher output. The lead was confirmed to be sensing and pacing appropriately. The lv lead position was viewed fluoroscopically and the physician was satisfied with the current lead placement. No dislodgement or lead migration was reported. No additional adverse patient effects were reported.